Manufacturer narrative:
(B)(4). Device history record (DHR) investigation didn ot show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
Complaint alleges that when going to use the stapler, it jams and the staples do not come out. No animal was harmed during the use of the stapler, since the staples did not come out. The vet sutured instead. No patient injury reported. Patient current condition reported as fine.